Manufacturer narrative:
Error code "3191" (no code available) = "glassy eyes".

Event description:
On (B)(6) 2016 the lay user/patient's daughter (reporter) contacted lifescan (lfs) (B)(4), alleging that her mother's onetouch ultra easy meter was reading inaccurately high compared to her feelings. The complaint was classified based on based on the customer service representative (csr) documentation and on additional information obtained by the csr during a follow-up call with the patient. The reporter was unable to recall when the alleged meter issue began. The patient is bedridden and manages her diabetes with humulin (6 units in the evening, 8 in the morning). She tests three times per day and her normal blood glucose range is "10-12 mmol/l". At approximately noon on an unknown date, the reporter alleged that the patient obtained an inaccurate high result of "12 mmol/l" compared to how she felt: at the time of the reading the patient had developed symptoms of "chest pain" and "glassy eyes". She associated these symptoms with hypoglycemia. The reporter immediately treated the patients symptoms with 2 spoons of sugar and the patient began to feel better. An ambulance was called and the patients blood glucose was measured on the emergency medical technicians (emt) and the patients own meter. The emt meter (unknown brand) read "7 mmol/l" and the patients meter read "14 mmol/l". When asked what may have contributed to the patients symptoms the reporter stated that it may be due to low blood glucose levels, low blood pressure and the fact that the patient had previously suffered from a heart attack. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly and had not expired nor exceeded their discard date. The patient did not have control solution to perform quality control testing. Control solution was sent to the patient; upon testing with this and new test strips the issue was resolved (cs in range). This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.